Event description:
A st. Jude neurostimulator (the model number is 3788ans, the serial number is (B)(4)) was implanted on (B)(6) 2013 (a previously implanted temporary neurostimulator provided >50% relief). After two weeks, three programs were set on the stimulator. Two days later, I realized that the stimulator was only stimulating with my heart beat. I could take my pulse and the pulse rate was the exact same number as the stimulation rate of the stimulator. This was true for all three programs. If my heart rate went to 85, the stimulator rate went to 85; if my heart rate went to 60, the stimulator rate went to 60. If I had an apc (atrial premature contraction)- I had an add'l stimulation. This was very disconcerting. I turned off the neurostimulator and called the st. Jude rep. He said he had never heard of this. He suggested I turn it off until I could come in. He arranged to see me a few days later. He changed the power outrage and it seemed to make a difference in two programs (all 3 programs were similar-varying only in frequency). He sent me on my way with 2 programs that seemed to stimulate my cord independent of my heart beat. By the time I arrived home (10 minutes), my stimulator was beating with my heart rate with all the programs. In addition to being disconcerting to always feel my heart beating in my spinal cord, the efficacy of the neurostimulator is being impacted. I am unable to decrease my medication and the impact is less than 50% which means I have gone through all this and it is not working. I contacted the company via the website and they have not responded. The company rep has no suggestion except to remove it. The doctor has no suggestion except to remove it. Now I am in a position of having to have a second surgery to have the device removed. I have no idea what potential damage could be done if I left it in. I am scheduled on (B)(6) 2013 to discuss having the device removed. As a back story, immediately after surgery, I thought there was a kink in the lead halfway between the battery and the paddles which I could palpate. It would periodically "bite" me. During the recovery period it continued to bite me in the same place. The leads seemed to make an "l" where the kink was, but I was assured that it was impossible due to the method of how the leads were tunneled. The leads were radiographed ((B)(6) 2013) at my follow up and the physician assistant said there was no kink.